Event description:
It was reported that balloon rupture occurred. The highly calcified target lesion was located in the left superficial artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, during inflation before the nominal pressure, the balloon ruptured. The device was removed and another 6.0 x 200, 135cm mustang balloon was advanced and before nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The highly calcified target lesion was located in the left superficial artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilation. However, during inflation before the nominal pressure, the balloon ruptured. The device was removed and another 6.0 x 200, 135cm mustang balloon was advanced and before nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 93mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.